Event description:
Sharp stabbing, pains, heavy periods, lower back aches, spots in my eyes, headaches, moodiness, loss of hair, pinching in the pelvic area, spasms in the pelvic area, constant cyst, fatigue, fogging of the brain.